Manufacturer narrative:
The electrode lot number and expiration date were not provided. The calibration and qc data were acceptable. Crystallization points were found on top of the cuvettes and were cleaned by the field application specialist. A mechanism check was performed and it was found the needle of the naohd solution wash comb sporadically overflowed. The needle was cleaned and the vacuum of the pipes was checked. A tear was found in the pipe from the naohd solution that was repaired. The dispensing of solution 1 in the cuvette was adjusted. Ise checks and precision testing were performed and were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise results from the cobas 4000 c311 stand alone system. On (B)(6) 2024, patient 1 initial sodium result was 180 mmol/l and the repeat result was 134 mmol/l. On (B)(6) 2024, patient 2 initial sodium result was 245 mmol/l. The repeat result on a blood gas analyzer was 140 mmol/l. The questionable results were not reported outside of the laboratory.